Event description:
Medwatch (B)(4) was received and indicated a coronary gen2 diamondback orbital atherectomy device (oad) fracture occurred during treatment in the left main and circumflex arteries. Target lesions were an 80% stenosed, ostial lesion in the left main artery and a heavily calcified, 90% stenosed lesion in the proximal left circumflex artery at a 90 degree bend. The lesions were treated in a proximal to distal direction. The oad fractured, and the fragment was left in the distal marginal system. No attempt was made to retrieve the fragment due to an ostial lm stent. Drug eluting stents were placed to complete the procedure, and the patient was discharged home the day after the procedure.

Manufacturer narrative:
Updated fields: a4, a6, b4, b5, b7, g3, g6, h2, h6, h10. Csi ID# (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Additional information was requested from the site, but no response was received. If additional information is received, a supplemental report will be submitted. A report of an event with a second device during the same procedure can be found in 3004742232-2021-00135. Uf/importer report # (B)(4). (B)(4).

Event description:
Medwatch (B)(4) was received and indicated a coronary gen2 diamondback orbital atherectomy device (oad) fracture occurred during treatment in the left main and circumflex arteries.